Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had several reservoirs that fell apart when she attempted to use them. Blood glucose levels at the times of the incidents ranged from 200 to 400 mg/dl. The customer was advised that the reservoirs would be replaced but did not return any products for analysis.